Manufacturer narrative:
An investigation of the reported condition was performed. A photo sample was received for evaluation and inspected. Since no root cause could be identified by reviewing the photo no corrective or preventive action is planned at this time. Because no physical sample or lot number were supplied, the complaint will be considered unconfirmed. A review of the device history record was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality team prior to release of product. Because there was no lot number, a date of manufacture could not be determined. No corrective or preventive actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the gauze is linting.